Event description:
It was reported that during knee procedure on (B)(6) 2014, the screw attaching the plastic impactor to the metal handle snapped. No patient injury was reported. Event is being reported due to meeting the qualifications of the FDA 2-yr. Malfunction rule.

Manufacturer narrative:
The product returned from the field has been evaluated and determined to be conforming to product drawing specifications. The most likely cause for the screw breaking would be over tightening of the screw after cleaning out of the impactor. This instrument is not designed nor intended to be disassembled for cleaning and sterilization. The impactor shows signs of being well used on the head with multiple impact marks.

Manufacturer narrative:
The user facility was outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA. This item was the subject of a serious injury malfunction on (B)(6) 2014 so this is being reported as part of the FDA 2-yr. Malfunction rule. No serious injury occurred during this instrument breakage event.